Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: on (B)(6) 2021 a 65 year old male patient underwent tevar (thoracic endovascular aortic repair) to treat an acute thoracic aortic dissection type b. The dissection went from zone 3 down to the right and left external iliac arteries. A (B)(6) (complaint device) was implanted proximally beginning in zone 2 covering the left subclavian artery which was revascularized to the left common carotid. Distally a (B)(6) was implanted ending above the celiac arteries. No pre-procedure planning/sizing information or the length of the planned proximal/distal sealing zones of the devices was provided. No information about the morphology of the sealing zones in terms of calcification, thrombus or angulation was provided. The study devices were patent at the end of procedure and no endoleaks were reported. At completion of the procedure the thoracic and abdominal aortic false lumen was reported as patent with the source of false lumen flow from a pararenal secondary tear. The same was reported from imaging taken 4 days post-procedure. An adverse event of aortic rupture was reported to occur on (B)(6) 2021 (18 days post-procedure). The rupture is noted as being related to a type 1a endoleak of a thoracic endoprosthesis and the treatment is reported as being surgical aortic arch replacement. The secondary intervention form for the reported adverse event of aortic rupture on (B)(6) 2021 reports the indication for the secondary intervention as being due to an ¿unknown endoleak¿. And that the intervention was endovascular stenting. Due to the discrepancies in the reported information regarding the type of the endoleak and the secondary intervention performed it has been necessary to assume which reported information is correct. Since the event of a type 1a endoleak followed by surgical aortic arch replacement is the most severe of the reported alternatives it is decided to investigate the complaint based on this being correct. Review of the device history record found that all discovered non-conformances were properly dispositioned before release and no indication that the device was produced outside of specification. Based on the provided information it has not been possible to establish a definitive cause for the type 1a endoleak. With very limited planning/sizing information provided it has not been possible to assess whether the (B)(6) (complaint device) was sized according to recommendations from the IFU and thereby if any planning/sizing issued could have contributed to the type 1a endoleak. It is however noted that the zta is used for treatment of dissection which is outside the indications for use for this device as per IFU. The patient in this case entered the study on (B)(6) 2024 and data was collected retrospectively. That is why cook only became aware of this event from (B)(6) 2021 on 10jun2024. Despite several attempts at obtaining additional information this was not provided. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Description of event updated due to update in study information. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event updated according to studyprotocol: primary indication for thoracic endovascular aortic repair: acute thoracic aortic dissection type b. Date of procedure: (B)(6)2021. Date of hospital discharge: (B)(6)2021. Additional procedure information: left subclavian to left common carotid bypass (planned). Devices used: zta-p-38-217 ((B)(6)) ((B)(4)) proximally and zta-pt-42-38-225 ((B)(6)) (B)(4)) distally. Target lesion and deployment of the zenith alpha thoracic graft in the intended location was successful. No non-zta graft(s) or stent(s) implanted during the procedure. Adverse event: endoleak unknown type secondary intervention related to an adverse event: endovascular/stent. Did any adverse event occur? Yes / aortic rupture. Location relative to study stent: stented segment. Secondary intervention related to an adverse event: aortic rupture due to 1a endoleak of a thoracic endoprosthesis. Was the event considered to be related to the treated aortic disease? = related. Was this event considered to be related to the study procedure? = not related. Did the event occur due to a device deficiency? = yes. Treatment of event: aortic arch replacement. Did the event lead to a serious deterioration in health that resulted in any of the following? Yes. Medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment of a body structure or a body function + in-patient hospitalization or prolongation of existing hospitalization. Date of discharge: (B)(4)2021. 12jun2024: additional information received: the event led to a serious deterioration in health: medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment of a body structure or a body function and in-patient hospitalization or prolongation of existing hospitalization.

Event description:
Description of event according to study: primary indication for thoracic endovascular aortic repair: acute thoracic aortic dissection type b. Date of procedure: (B)(6) 2021. Date of hospital discharge: (B)(6) 2021. Additional procedure information: left subclavian to left common carotid bypass (planned). Devices used: zta-p-38-217 (e3948242) (B)(4) proximally and zta-pt-42-38-225 (e3977283) (B)(4) distally. Target lesion and deployment of the zenith alpha thoracic graft in the intended location was successful. No non-zta graft(s) or stent(s) implanted during the procedure. Date of secondary intervention: (B)(6) 2021. Secondary intervention related to an adverse event: yes adverse event: vascular, left pleuro-pneumopathy following aortic arch replacement following retrogression of a type b aortic dissection of the descending thoracic aorta due to leakage of a thoracic endoprosthesis. Type of secondary intervention: endovascular/stent indication for secondary intervention: endoleak type of endoleak: unknown secondary intervention considered successful: yes the event led to a serious deterioration in health: medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment of a body structure or a body function and in-patient hospitalization or prolongation of existing hospitalization. Was this event considered to be related to the study device? = related if related, provide a detailed description of how study device caused or contributed to this event = leakage of a thoracic endoprosthesis was the event considered to be related to the treated aortic disease? = related was this event considered to be related to the study procedure? = not related did the event occur due to a device deficiency? = yes patient outcome: patient outcome = resolved (patient recovered/stabilized) without sequelae endovascular = yes.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.